Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: 2010-(B)(4), product type accessory product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was doing well at the time of report. It was noted that the location of the issue was unknown. It was reported that the patients¿ healthcare provider (hcp) evaluated the patient¿s pump with ultrasound on (B)(6) 2013 and there was no fluid effusion around the pump. It was noted that the patient¿s right lower abdominal quadrant subcutaneous pump was palpated and interrogated which revealed it to have 10.4 ml baclofen left in the reservoir. It was reported that the patient was very sensitive to pain and had severe itchiness with skin touching with a history of failure of template guided refill. It was noted that the patient was unable to cooperate a longer time procedure and it was difficult to decide the refill entrance with the template. It was reported that the hcp was able to locate and guide needle into pump using ultrasound. It was noted that about 35 ml of baclofen was aspirated. It was noted that 40 ml of baclofen was refilled into the pump without difficulty. It was reported that after refill of pump the hcp contacted the hospital and discussed the case where it was then determined that the patient should go directly to the hospital for the urgent rotor and catheter study previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rotor and dye study along with a refill done on 2013-(B)(6). It was reported that the physician could not get cerebral spinal fluid (csf) off catheter. The volume was much higher than expected. The physician refilled the pump and the following day the pump was replaced. It was further stated that at the time of surgery the expected volume was 37ml but the actual volume was 40ml. It was reported that the catheter did flow well when it was disconnected. It was reported that the patient had underdose symptoms including a return of spasticity associated with the event. The pump was delivering lioresal 2000mcg/ml with a dose of 1600mcg/day. Additional information reported that it was not clear if the catheter was pinched in the pocket and then was released when the pump pocket was open. The roller study was okay but the ¿dye study could not get csf.¿ patient had return of spasticity which had resulted from not getting the medication. Additional information reported that the manufacture representative did not have any information on where the pump was filled. It was reported that the patient was doing fine.